Event description:
Attempts for additional information have been unsuccessful.

Event description:
Reporter indicated via the manufacturer's implant card that a patient had vns lead reimplantation surgery on (B)(6) 2012 following an infection. The explant date of the previous lead is unknown. Attempts for additional information are in progress.